Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD). Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.